Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard an audible alert from their implantable cardioverter defibrillator (ICD). The alert was from the right ventricular (rv) lead triggering a lead integrity alert (lia) for a high number of short v-v intervals and non-sustained ventricular tachycardia episodes due to noise. The lead remains in use. No patient complications have been reported as a result of this event.